Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2008 and a sling was used. The patient presented to the office with a urinary tract infection. The surgeon reported the intensity as mild. The patient was given an unspecified medication. The event was reported as resolved.

Manufacturer narrative:
(B)(4). Urinary tract infection occured. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01117. The same patient is represented in each medwatch.